Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery test and insulin pump getting warm. The customer¿s blood glucose level was unknown. Customer also stated that the insulin pump alarmed power error detected. The customer was able to clear the alarm but still gave the failed battery alarm as it was not passing the battery test. Troubleshooting was performed. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 23 alarm and failed battery test alarm after battery change due to corroded battery tube. No device heating up noted during testing.